Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel siltex round moderate profile 300cc gel-filled breast, catalog # 354-3007, lot # 224256. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor memorygel siltex round moderate profile 300cc gel-filled breast prosthesis that ruptured after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. The replacement devices were both mentor memorygel siltex round moderate classic profile 275cc gel-filled implants. The complaint device and the prosthesis on the contralateral side were the patient¿s first gel implants (date of implant (B)(6) 2003).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 255137 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor memorygel siltex round moderate profile 300cc gel-filled breast prosthesis that ruptured after implantation. Upon receipt to mentor, the device contained gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring 1.2 cm within an area of siltex cracking on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent, shell wear, and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause either of such damage, or of the material observed within the device and on the shell surface. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast mammaries. There is no evidence that the issue is related to the manufacturing process. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Manufacturer¿s reference number: (B)(4).